Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing treatment when the serious adverse events occurred. The pdrn reported the primary cause of death was cardiac arrest, due to their significant cardiac history. The serious adverse events were reportedly unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired while undergoing treatment on a liberty select cycler. No additional information was provided during the initial reporting. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during continuous cyclic pd (ccpd) therapy in the early morning of (B)(6) 2025. The patient's point-of-contact (poc) discovered the patient had expired when they went to help the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient's treatment data was reviewed and it indicated the patient completed treatment, with no alarms noted. A non-urgent call was placed to emergency medical services who confirmed the patient's passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest due to the patient¿s significant cardiac history. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler was scheduled to be picked-up/returned.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cycler underwent and passed a system air leak test, a valve actuation test, and a teach pumps test. A simulated treatment using as-received treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. There were no visual discrepancies during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired while undergoing treatment on a liberty select cycler. No additional information was provided during the initial reporting. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during continuous cyclic pd (ccpd) therapy in the early morning of (B)(6) 2025. The patient¿s point-of-contact (poc) discovered the patient had expired when they went to help the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient's treatment data was reviewed and it indicated the patient completed treatment, with no alarms noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest due to the patient¿s significant cardiac history. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler was scheduled to be picked-up/returned.